Event description:
It was reported that the guardians of the pt noticed an obvious decline in auditory performance on (B)(6), 2010. Problems with the external equipment have been excluded and a history of head trauma has been denied by the guardians. Testing confirms that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.